Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was unknown. The customer's nurse advised to call back in order to retrieve more details of the hospitalization. The nurse stated that the customer's insulin pump was not alarming after a temporary basal but stated that an open circle was disappearing when the temporary basal was complete. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that she had been admitted to the hospital due to congestive heart failure and the creatine levels in the kidneys, as well as high blood glucose. The blood glucose reading at the time of the hospitalization was not given. She reported that she was still in the hospital at the time of the report and the most recent blood glucose reading at that time was 255 mg/dl. She was wearing the insulin pump at the time of the hospitalization. She was assisted in turning off the basal pattern that had been selected and was able to resume her standard basal rates. Nothing further was reported.